Event description:
Caller reported a cartridge alarm issue. No adverse impact to the customer's blood glucose level was reported. Technical support confirmed the occurrence of consecutive cartridge alarms and decided to replace the pump. The customer was instructed to use backup multiple daily injections (mdi) therapy to ensure uninterrupted insulin delivery. Instructions were also provided on how to put the pump into storage mode before returning it. Replacement pump was sent, and the customer acknowledged all instructions for receiving and returning the pump.